Event description:
The customer originally returned his olympus evis exera ii duodenovideoscope due to a damaged wire issue noted during receipt inspection. There was no patient involvement during the above event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found around the forceps elevator. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The wire had been completely cut off. Additionally, as noted in b5, the unit had undergone insufficient reprocessing as foreign material (dirt) was found around the forceps elevator. Furthermore, the unit had several other signs for wear and tear throughout the device. This wear and tear include discoloration, scratching, material deformation, wrinkles, wire elongation, along with several other ailments. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e1 that was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: detection method is described in operation manual chapter 3 preparation and inspection. Preventive measure is described in reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.